Event description:
A customer reported an altitude alarm triggered by their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes, remove and reconnect the cartridge, and load a new cartridge to resume insulin delivery. Despite these efforts, the alarm persisted. After waiting two hours to allow moisture to evaporate, the customer successfully resumed normal pump operation with a new cartridge. Technical support identified exposure to condensation or humidity as a possible cause and provided tips for preventing future altitude alarms.